Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on approximately (B)(6) 2018. The patient¿s mother stated that the patient experienced hives and irritation 1-2 inches away from insertion. Skin reaction was treat with a topical lotion. Patient¿s mother saw a doctor about the reaction and the doctor recommended sinaloan and alladal. At the time of contact, it was indicated that the patient had a mild rash. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.